Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced weakness/numbness in their right leg. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the paddle lead was explanted and replaced with two octrode leads to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.